Event description:
The customer contacted baxter's technical service center to report a connection issue while on the home choice (hc) device during use, during fill 4 of 4. The home patient (hp) stated that hc alarmed with se 2084. The hp and care giver(cg) stated that the heater bag was undone (disconnected) and the hp closed the patient line, disconnected and tried getting the cassette out . The baxter technical representative (tsr) explained the alarm and assisted the hp to turn off and on. The hc alarmed with se 2265. The tsr assisted the hp to clear the alarm, hc went back to 'press go to start', and the hp got the cassette out of the hc. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the care giver(cg) regarding the reported issue of disconnection. The cg stated that the home patient (hp) was her father and he must not have connected the bag properly. The cg did not know what could have caused the alarm. The cg stated that she did not find any visible abnormalities with the supplies and after they started over with new supplies during the next therapy, everything was fine. The supplies were discarded and the lot number was not available.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for connection issue was confirmed because the care giver stated that the home patient (hp) must not have connected the bag properly. The cause was determined to be use error - incomplete connection. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.